Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid into the dilution cup. The customer indicated that the dilution cup overflowed. Information was not provided regarding test performed, possible error codes/result condition codes posted as a result of this incident. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Carryover, cross contamination or erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
A possible root cause was determined. The probe was bent. A bent probe can lead to a loss in vacuum/pressure in the fluidics system and probe drip. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.